Event description:
This notification was opened for review for information received that a dreamstation 2 auto CPAP had black particles coming out of the device. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.